Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported not completing treatment and has not received the final retainer. The teeth have not corrected, and the gum lines have receded.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.